Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report were received. Unfortunately, the device was discarded, therefore, is unavailable for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 39.20 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to stenosis. The additional factor contributing to the stenosis was noted to be the large amount of residual annular calcified tissue. Per the operative report, the following information was learned: "the bovine pericardial bioprosthesis was small. Although the aorta was adequate, there appeared to be the remnant of the valve and annular calcification that limited the size of the outlet at the subvalvular location. The old valve was then removed and the annulus was prepared by removing the calcification and also some remnant of annular tissue that were no adequately removed at the first operation. After removal of the old prosthesis, the size of the annulus could not accept even a 19 mm but after preparing the annulus, a 21 mm sizer was adequate."